Event description:
It was reported that the patient with artificial urinary sphincter (aus) underwent replacement surgery requested by the physician due to urethral atrophy. The device was removed and replaced. The pump was repositioned for better usage. There were no additional patient complications reported.